Manufacturer narrative:
Result: scale required recalibration.

Event description:
It was reported by service report that the scale was not accurate. There was patient involvement; however, adverse consequences are unknown.